Event description:
It was reported that the teeth of two capri large lordosis/kyphosis drivers and two capri large height expansion drivers did not grip onto the capri interbody as intended intra-operatively. The procedure was completed successfully with a 10 minute surgical delay. No adverse consequences nor medical intervention were reported. This record captures the first of the two reported capri large height expansion drivers.

Manufacturer narrative:
Visual inspection: the tip of the driver was found to be deformed. The 8 pointed star teeth were stripped and deformed. Majority of the deformation was on one side of the tip, indicating that the tip may not have been fully inserted into the implant. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. From the capri expandable stg: do not over expand the implant during initial height expansion where resistance is felt in the turning of the handle. This overexpansion will cause the teeth to push into the vertebral body endplate and may not allow the internal expansion tower endplate to be angulated. If this occurs, lower the height of the internal expansion tower slightly and then adjust for lordosis/kyphosis. Based on the deformation, the likely cause is misalignment with the driver to the cage. Possible deformation of the mating screw on the cage may also have caused subsequent drivers used to deform as well. The stg also warns against over expansion as this can cause issues angulating the endplates.

Event description:
It was reported that the teeth of two capri large lordosis/kyphosis drivers and two capri large height expansion drivers did not grip onto the capri interbody as intended intra-operatively. The procedure was completed successfully with a 10 minute surgical delay. No adverse consequences nor medical intervention were reported. This record captures the first of the two reported capri large height expansion drivers.